Event description:
A surgeon reported that the irrigation did not flow which made it difficult to maintain the anterior chamber during a cataract procedure. The surgery was completed after replacing the product. There was no patient harm. It is unknown which infiniti vision system was used for this procedure. No further information is expected.

Manufacturer narrative:
This is the fourth complaint for the finish goods lot; however, the second for this issue. The order was built and released per specification. The returned sample was visually and functionally tested and met specifications. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A product sample has been received by manufacturing and is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).